Manufacturer narrative:
The complaint sample was received incomplete at viant for evaluation and the reported event was confirmed. The removable nose was not received with the complaint sample. The chain assembly had broken into at least two (2) pieces at the cardan joint nearest the blue knob. The fork nearest the blue knob was bent outward and the short pins that were welded to the cardan fork were fractured away from the fork and were not received with the complaint sample. It was observed that the short pins were welded to the fork nearest the blue knob and the long pin was still welded in place to the other fork. This is not correct per the assembly prints. The cardan joint nearest the threaded end was still intact, however upon closer examination, the pin/fork welds on the fork nearest the threads were slightly fractured and it appeared that the cardan joint was also not assembled correctly per the assembly prints. Other observations: there were some signs of wear in the form of scratches, nicks and gouges observed throughout the complaint sample; the returned complaint sample was etched per applicable drawings. The applicable device history records (dhrs) were reviewed and no discrepancies were discovered. In conclusion, the reported event is confirmed and is attributed to the manufacturing process. A quality alert was released to the floor and corrections were implemented to further instruct operators how to assemble the device correctly to the print. No further investigation is required for this complaint record. Complaint information provided by distributor, depuy orthopaedics.

Event description:
It was reported during an unknown patient procedure that the offset cup handle shaft used to screw into cup snapped at one (1) of the joints. No adverse events, surgical delay nor patient consequence were reported as a result of the malfunction. The procedure was completed successfully with another device.